Manufacturer narrative:
Block b3: exact date unknown, event occurred first week after the surgery.

Event description:
It was reported that the patients implantable pulse generator (ipg) was implanted too deep causing pain. It was stated that the patient was not noticing significant relief. It was also stated that the patient had a hard time locating the ipg during charging and that the charging belt cannot be used to charge as the beeping never stopped. The patient underwent a revision procedure wherein the ipg was moved to a lower location. The patient was doing well postoperatively.